Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that hid onetouch verio flex meter does not turn on. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began around 6 am on (B)(6) 2019. He reported that he manages his diabetes with lantus insulin 12 units per day (no adjustments) and made no changes to his normal diabetes management regimen in response to the meter issue. The patient alleged that approximately 1 day after the alleged issue began, he developed symptoms of ¿woke up dizzy, unable to walk due to weakness and hands are shaking¿. He reported that he self-treated the alleged symptoms by drinking some water and lying down for a while. During troubleshooting the csr noted this was the first time the product was being used, there was no obvious misuse of the meter, and the correct test strips were being used. The csr noted that, when a new test strip was inserted the meter did not turn on. When the power button was pressed for at least 10 seconds, the meter did power on. The csr noted the patient had been using the correct test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.